Event description:
The facility is reporting the electrodes are lifting from patients' skin. No defibrillator energy is associated with the report. There has been no report of adverse affect to a patient resulting from the allegation.